Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the ratchet handle was bad and the comb was deformed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet japan has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the device's calibration was within specification. It was noted that the ratchet gear wad damaged and the comb was deformed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the ratchet gear and comb were both damaged. The root cause of the bad ratchet handle and deformed comb could not be specifically determined with the provided information since it is unknown how the ratchet gear and comb became damaged. The issue was resolved with the replaced ratchet gear and comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device evaluated by external contractor.

Event description:
It was reported that the ratchet handle was bad and had skin graft comb deformation.